Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that while charging the pump, the customer received a malfunction code. Tandem technical support assisted the customer with clearing the code. The customer's blood glucose level was 119 mg/dl.